Manufacturer narrative:
Despite repeated requests to the authors of the article, which went unanswered, it was impossible to gather reliable, properly cited additional data that would have allowed for a comprehensive investigation. Because a substantial portion of the adverse events in the heo study occurred in patients who would not have been eligible for coflex implantation under the FDA approved labeling, the findings cannot be generalized to the indicated u.s. Patient population. The adverse events described are consistent with the instructions for use (IFU) and product labeling according to information presented in the article. The long-term complications reported in the article do not alter the product's risk-benefit ratio. Companion spine continues in its efforts to reach the study authors.

Event description:
It was reported in the "journal of clinical medecine" an article by heo et al of april 2025 there were 29 procedure related adverse events observed including instability (12), infection (1), intolerance (1), that had required device explantation and fracture (11), migration (2), bending (2) that were not associated with any reoperation. No identifying information was available but at least the devices appeared to have been manufactured by paradigm spine gmbh. No additional information was provided.